Event description:
On the event date, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The pt tests her blood glucose once a day before breakfast. She manages her diabetes with set dosages of metformin and glyburide. The pt indicated that the alleged meter issue started eleven days prior. As a result of the meter issue, the pt claimed that she was unable to test her blood glucose for several days. On the original date, the pt claimed that she developed symptoms of shakiness and nervousness. She was unable to recall what time the symptoms developed. The pt administered self-treatment by eating food which helped to relieve her symptoms. The pt denied seeking or receiving treatment from a health care provider. The pt admitted that the alleged meter issue started after she had replaced/reseated the device's battery. According to the owner's manual, the meter's date/time might need to be updated if the battery is removed. The meter, test strips and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. She was unable to test for about 11 days before the symptoms developed.

Manufacturer narrative:
Lifescan has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.